Event description:
It was reported that during a roux-en-y gastric bypass procedure, during the second firing on the stomach pouch the device was fired and the blade transected the stomach tissue, however, no staples came out of the reload and therefore no staple line was formed. The surgeon reloaded the device with another reload and tested it on mesentery and it worked fine. He continued to use the device for the duration of the procedure. They were not able to determine if "any" staples came out of the misfired reload. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.